Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patients blood glucose (bg) values reached 692 mg/dl. The patient was vomiting. For treatment, the patient was given 8 liters of saline, a insulin drip and antibiotics. The cannula was bent, while wearing the pod between 36 and 48 hours on the back. The patient is still in the hospital.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked, however, the length of the soft cannula was measured to be out of specification at 1.072 inches, indicating that it had been stretched. It could not be determined when or how the soft cannula became stretched. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data showed that an 0x1c expiration alarm had been generated by the pod, indicating that the pod reached the expiration time of 80 hours.